Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. The complaint for premature release of valve was confirmed with other empirical evidence via information reported by edwards clinical specialist. The device history record reviewed of the potential components related to the complaint event resulted in no nonconformances being identified. Based on this review, no non-conformances related to the complaint event were identified. A potential root cause may have been excessive retraction of the inner capsule in the first stage of atrial expansion causing the capsule to be near or slightly past the inner retention ring (potentially caused by user error or poor imaging). Subsequent removal of delivery system depth may have caused retraction of the inner capsule as a result of the valve being ventricularly expanded and interacting with patient anatomy causing a pull-force upon the retaining tabs. However, since neither imaging nor the complaint device was provided for evaluation, a definitive root cause cannot be determined. The investigation found no manufacturing non-conformances, nor were any deficiencies identified in labeling, training, or the instructions for use (IFU). Therefore, no preventative or corrective actions were required.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 56mm evoque procedure in tricuspid position by right femoral vein when during the procedure, there was a premature valve release. Leaflet capture was confirmed on each anchor during the anchor spin phase. The anchors were at the hinge points of the annulus prior to the final valve release. After the full ventricular expansion, step 1 with the blue knob for the 56 mm valve depth was removed to tilt the valve a bit to the perfect position and this caused the pre-meditated (premature) valve release. The valve released in the optimal position. The patient was reported in stable condition.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.